Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's screen not working and customer was unable to use the pump due to the screen not being visible. The customer¿s blood glucose level was 13.0 mmol/l at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab and if no isopropyl alcohol is available to use an alcohol wipe or dry cotton swab. Advised to allow at least one minute for the battery contacts to dry and to insert a new battery and then to press and hold the back button for 30 seconds and to insert new aa battery. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.